Manufacturer narrative:
The device was returned to olympus for inspection; the reportable issue was not reproduced. Based on the results of the investigation, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope turns off during the examination. There was no report of patient harm.